Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's clinic manager (cm) reported that a fresenius bloodline transducer did not seat properly on the machine causing the arterial chamber pressure to drop and suck air into the line during a patient's hd treatment. Upon follow up, the cm said that the fresenius 5008x machine alarmed appropriately with a trans-membrane pressure (tmp) error alarm. They could not clear the alarm or change the transducer out, so they ended the patient¿s treatment and returned all their blood. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device is not available to be returned to the manufacturer for evaluation. Patient identifiers were not available. The bloodline lot number was not available.

Event description:
A user facility's clinic manager (cm) reported that a fresenius bloodline transducer did not seat properly on the machine causing the arterial chamber pressure to drop and suck air into the line during a patient's hd treatment. Upon follow up, the cm said that the fresenius 5008x machine alarmed appropriately with a trans-membrane pressure (tmp) error alarm. They could not clear the alarm or change the transducer out, so they ended the patient¿s treatment and returned all their blood. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device is not available to be returned to the manufacturer for evaluation. Patient identifiers were not available. The bloodline lot number was not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.